Event description:
It was reported that this right atrial (ra) lead exhibited intermittent oversensing after the patient underwent an unrelated procedure, with some programming adjustments performed as a result. Additionally, the ra lead exhibited loss of capture (loc), high capture threshold measurements and unintentional capture of the left ventricle. The physician decided to cap and surgically abandon the ra lead. New device was implanted. No additional adverse patient effects were reported.